Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had scratched the screen of his insulin pump. His blood glucose was unknown at the time of reporting. He was advised of his options, and disconnected the call before he could be further advised to discontinue us of the pump. No equipment was returned. No additional information was reported.